Event description:
A healthcare professional reported that, during the intraocular lens implantation surgery, the lens got stuck to the injector and could not be implanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the lens did not come in contact with the patient. The problem of getting stuck was already noticed during preparation.